Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the issue was not determined since failure mode was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported an unexpected automated impella controller (aic) shutdown during use. The patient was stable throughout and the pump was restarted on a new console. No patient harm was reported.